Event description:
It was reported the patient underwent surgical intervention for an unknown reason on an unknown date in 2021 wherein their entire scs system was explanted.

Manufacturer narrative:
Section b3-date of event is estimated. Section d6b: date of explant is unknown. Section a4: patient weight is unknown. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.